Event description:
Dexcom sensor did not alert low blood glucose - required hospitalization. Blood glucose dropped to 25 during night - sensor never alerted me to low sugar so slept night through it; 12 weeks pregnant - required ambulance and hospitalization.